Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device passed the tests but did not work at the time of the discharge. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the internal paddles failed during testing. The device was not in use on a patient.